Event description:
The customer reported that sealing of the 3mm ima could not be done even though an end tone, signaling a completed seal-cycle, was heard. Bleeding under 200cc occurred, but no tissue was damaged. The procedure was a laparoscopic colectomy.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.